Event description:
Event description boston scientific received information that during a follow-up visit, the inability to capture the myocardium as a result of elevated thresholds on this chronic ventricular lead were observed. The impedance measurements were normal, pacing was confirmed, and there was no single chamber therapy pacemaker improperness. The patient is conducting good intrinsic rhythm on their own and there were no reported adverse effects. The physician decided to increase the output to a higher level and reduce the pace rate.